Event description:
The user facility reported a 65-year-old was implanted with an impella cp device for mechanical circulatory support. Wcmo was added to support and signs and symptoms of leg ischemia were present at the impella cp accessed leg. The decision was made by the medical team to take the patient to the or and explant impella cp, escalate to impella 5.5 and remain on ecpella configuration, post procedure. Impella cp was removed, however, the medical team was unable to insert impella 5.5 as it would not fit. The graft was left long, and the access site was disinfected and dressed accordingly.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was patient condition related to small vessels.